Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided the following components have been requested. X-ray controller pcb and fluoro function pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.

Event description:
It was reported that the 9800 sys would not display an image. Reboot required to complete case. There was no report of pt injury.